Event description:
It was reported that two leaks were discovered during the test phase. This iceforce 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. During the testing phase, while outside the patient, the needle was fully submerged in saline for integrity testing and two leaks were found near the needle tip and middle of the needle shaft. A new needle was used to complete the procedure successfully without sequela.

Manufacturer narrative:
Device eval by manufacturer: this iceforce 2.1 cx 90 degree needle was returned for analysis. Visual inspection of the exterior of the needle revealed no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally, without any gas bubble formation. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 20mm x 45mm, which is within specification for the iceforce 2.1 cx 90 degree needle. The device passed the two-minute confidence test and produced an ice ball of sufficient size. The reported event of a gas leak was not confirmed.

Event description:
It was reported that two leaks were discovered during the test phase. This iceforce 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. During the testing phase, while outside the patient, the needle was fully submerged in saline for integrity testing and two leaks were found near the needle tip and middle of the needle shaft. A new needle was used to complete the procedure successfully without sequela.